Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Preliminary testing revealed device was programmed to vvi unipolar pacing. Functional testing revealed anomalous output readings. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported that at routine follow up, the device had impedance over 9,999 ohms on the right atrial lead. During the replacement procedure the lead was examined with the analyzer and the electrical measurements did not have anomalies and were all normal. Since pacing was started when a new device was connected to the lead the physician suspected an abnormality with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that at routine follow up, the device had impedance over 9,999 ohms on the right atrial lead. During the replacement procedure the lead was examined with the analyzer and the electrical measurements did not have anomalies and were all normal. Since pacing was started when a new device was connected to the lead the physician suspected an abnormality with the device. The device was explanted and replaced. It was later reported the device reached elective replacement indicator and no output was observed on the right atrial port of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Preliminary testing revealed device was programmed to vvi unipolar pacing. Functional testing revealed anomalous output readings. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.